Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor failed incoming testing and displayed a service code 110. The cause for the monitor failure was isolated to a shorted u1004, u1005, c5 and u6 component on the pca board. The root cause for the defective u1004,u1005, c5 and u6 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.